Event description:
The pt reported experiencing a power surge that caused the pt to feel "paralyzed" and fall. The pt went to ER the next day. The pt's thumb was broken, the right lung and ribs were bruised. The pt's left elbow was also bruised where the pt had a hematoma in the past. The pt stated the device seemed to be working at the time of the call. Add'l info has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if add'l info is received.